Event description:
Pt underwent anterior cervical decompression and fusion. A burn was noted on the anterior aspect of the surgical incision site by surgeon. The burn measured 2 cm x 2 cm and it's erythematous. There was no further treatment required.